Event description:
It was reported that the patient feeling lightheadedness and dizziness there was pacing pauses with the implantable pulse generator (ipg). The ipg was reprogrammed and the patient has not had any symptoms since. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).